Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue. No patient information provided after calls to customer (B)(6) 2019.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.